Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels between 300-400 (mg/dl) and an elevated a1c of 12.2. It was also reported that the pump could not be charged with the usb cable and wall adapter for the last 2 weeks. It was confirmed that the pump was able to be charged with a different power source. Reportedly, the contact was not sure if the elevated bg and a1c levels were related to the difficulty of charging with the usb cable and wall adapter. Contact reported that the customer's pump never fully depleted and stopped insulin delivery. Contact then reported that the customer's bg levels may have been caused by the customer not setting reminders for changing supplies, administering boluses, and testing their bg levels after having an elevated bg level. Contact indicated that the customer administered boluses and insulin injections to treat their bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. A replacement usb cable and wall adapter were sent to the customer.

Manufacturer narrative:
The investigation has been completed. Functional testing could not be performed as there was damage to the usb pins which prevented the pump from powering on. Elevated blood glucose levels: (B)(4).